Event description:
It was reported that a revision was performed due to the poly.

Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted however several of the device attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. Further investigation would require the inspection of the mating tibial base which is not possible since it remains implanted. In addition, a visual examination was performed by the research and development team which revealed the proximal articulating areas showed burnishing and wearing on the articulating surface. Burnishing, deformation, and wearing were observed on the distal surface. Burnishing likely due to contact with the femoral component was observed on the anterior side of the post. Pitting observed on the proximal and distal surfaces of the insert appeared to have been caused by third body bone or bone cement particles.